Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 15mg/dl; cause was unknown. Reportedly the customer could not recall the treatment that they received, but the treatment did resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2025. Recommendation was made to consult with healthcare provider regarding diabetes management.